Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that during ercp stone removal, physician advanced the duodenoscope distal end to duodenal papilla entrance, physician observed duodenal diverticulum under endoscopic view, then physician flushed the wire guide lumen of the sphincterotome device, then flushed wire guide with saline before entering into the wire guide lumen sufficiently and soaked with gauze. Physician utilized sphincterotome and wire guide to gain access to common bile duct within three (3) minutes. Physician observed there were 5-6 missing parts [stones] under radiography with largest one around 10mm. Physician then cut the duodenal papilla with sphincterotome device, then retracted the sphincterotome device. Physician flushed the wire guide lumen of dilation balloon, then advanced the balloon through wire guide to conduct dilation, after dilation completed, physician left the wire guide in place, and took an extraction basket to remove the stone repeatedly, and removed multiple stone one by one, physician retracted the basket afterward. Physician then flushed the wire guide lumen of extraction balloon, then advanced the balloon in small increment to lower part of common bile duct while resistance was encountered and cannot advanced the balloon device anymore. Physician then retracted the balloon out of duodenal papilla and retracted the wire guide and observed the coating of wire guide peel off under endoscopic view and the coating pile up [coating damage]. Physician retracted the balloon and wire guide from patient [loss of wire guide access], and changed to another wire guide and worked with sphincterotome device together to gain access to common bile duct, and successfully left the wire guide in place, physician then advanced the balloon device through wire guide to clean the bile duct, after clean, physician retracted the balloon and placed an elbow nasobiliary drainage catheter to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. There is wire guide coating damage near the distal end. A section of the coating peeled and socked over exposing the core wire approximately 25.2cm to 26.9cm from the distal end. The socked over portion measured 22.8 cm to 25.2cm from the distal tip, was able to be fully unsocked and the coating was found to be partially split. A shallow cut in the coating continuing from the split and peeled section was observed under magnification, evidence of potential scoring damage contributing to the failure. No portion of the coating appears to be missing. Photos were exchanged with production leadership and manufacturing engineering on 11jul2024. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of one of the operators has previously been completed since the manufacturing of this device. A retraining has been requested to be performed for the additional operator involved in response to this occurrence. A corrective action (CAPA) was initiated to investigate device failure related to coating damage caused by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.